Manufacturer narrative:
(B)(4). Date sent: 12/2/2025. D4: batch # 954c23. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damage and with two reloads (b and c) present. Both reloads were returned fully fired with the swing tab in lock position. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 954c23, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap partial colectomy with removal of terminal ileum, a tlc10 stapler with a tcr10 reload was in use and it was noticed that the distal 1/3 of the staples had not engaged. Staple line was over sewn to complete procedure. The procedure was completed successfully with no adverse consequences for the patient.